Manufacturer narrative:
(B)(4). The complainant indicated that after manipulation by the technician, the device was not in its authentic condition and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant stricture. Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure the physician attempted to deployed a wallflex¿ biliary rx stent; however the stent could not be deployed completely. The wallflex¿ biliary rx stent was removed from the patient partially deployed on the delivery system. It was noted that the outer sheath was kinked. The procedure was completed with another wallflex¿ biliary rx stent.